Event description:
It was reported that directly prior to surgery during preparation, the universal oscillating saw attachment was spinning in the housing mechanism of the power tool. Observation noted during event was that it would appear that the screw thread that holds the attachment to the saw blade housing unit was loose. After tightening it by hand, it was unable to be loosened; however it was unknown if it would loosen again. Clinical information provided stated that there was no contact made with the patient; there was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.